Event description:
It was reported by service report that the weld on the frame was broken, there were sharp edges and the siderail could not be latched up. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.